Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure the surgeon was using the device and the device was sealing some, but not sealing properly. The surgeon pulled the device out and electrode had separated but did not come off the device. The case had to be converted to open due to the surgeon not being able to control the bleeding. The patient received two units of blood during the case. The surgeon clamped, cut and tied to control the bleeding and complete the case. No further patient consequence, patient was stable after the procedure. The account is currently keeping the device for their own evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent additional information is being sought from the surgeon. At this time, the surgeon has not responded. Information from sales rep: what other instruments were used during the surgery? Applied trocars, I'm not sure about the rest. Why was the lap procedure not completed with another enseal device, harmonic or another method such as electro-cautery? They did not have electro-cautery on hand nor harmonic, I went to get another enseal trio, had it in my hand, for them to use and they had already decided to open the patient. What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? They could not control the bleeding. Or was there another reason for the convert to open, such as: patient's anatomy? The patient's anatomy or the uterus was tilted a little bit forward and at a different angle than I am used to seeing. I believe they thought the same. The uterus was a little larger than normal I believe. Physician preference? No. How long has the surgeon and account been using the gen11? Unk. Were you present for the procedure? Yes. Are the jaws cleaned of tissue between transections? No. Did the gen11 display any yellow alert screens during the procedure? Yes. What was the size of the vessel or artery? Unk. Was the patient taking any anticoagulants? None. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. I do not know. Does the patient has a known coagulation disorder? I do not know. Has the patient taken any steroids? I do not know. What was the total blood loss? I do not know. What was the patient's pre-op hemoglobin and hematocrit? I do not know. What was the patient's post operative hemoglobin and hematocrit? I do not know. What is the current patient condition? I do not know.